Manufacturer narrative:
The tandem user guide addresses removing air from the cartridge prior to filling.no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge was leaking from the septum. Customer reported not removing air from the cartridge prior to filling the cartridge with insulin. Customer loaded a new cartridge to address the issue. Customer's blood glucose ranged from 250 - 400 mg/dl.